Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer ran out of test strips and wasn't able to check his blood glucose level prior to the event. It was also stated that the insulin pump was alarming no delivery. Troubleshooting was performed and the insulin pump passed the testing for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.